Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump trace download analysis confirmed the pump alarmed pump error. The power management tool confirmed power error was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was unknown. The customer was assisted with trouble shooting, and was told to monitor the pump. The customer called back within 4 hours of trouble shooting to report the pump alarmed power error again. The customer was told the pump needs to be replaced. The insulin pump will be returned for analysis.